Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer encountered incomplete staple line with the sureform stapler 60 instrument. The customer used a backup instrument. The procedure was completed with no injury to the patient. Intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform stapler 60 instrument and reload to be returned for failure analysis to be performed, but the instrument or the reload have not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument or the reload are returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. A review of the stapler log for the sureform stapler 60 instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. Per logs, the instrument was used on (B)(6) 2021 on system sk4072. The sureform stapler 60 instrument (part number: 480460-09, lot number: l92210924-0207) fired three black reloads. First fire resulted in a ¿tissue too thick to continue firing failure¿ at 84% completion after multiple pauses for compression. Next two firings were completed per the logs after multiple pauses for compression. This instrument did not have any incomplete clamps. Second stapler used was (part number: 480460-09, lot number: l92210924-0212), and this stapler fired 5 reloads (2 green followed by 2 blue followed by 1 white). All firings were completed per the logs, and all firings except for firing #4 (no pauses) had at least 1 pause for compression. This instrument did not have any incomplete clamps. This complaint is being reported due to the following conclusion: it was alleged that the staple line was incomplete with no claim or evidence of mishandling/misuse. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
D15 - intuitive surgical, inc. (Isi) received the sureform stapler 60 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed but did not replicate the reported complaint. The instrument was found to have a firing failure based on the log review. However, the failure was not replicated during in-house testing. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped successfully on multiple occasions. The instrument was fired using a green sureform stapler 60 reload. Visual inspection was performed, and no damage was observed. Updated information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10.

Event description:
Refer to h10/h11 for follow-up information.